Event description:
The sales rep stated that he tested this item and it overheated. This was not during a case, and therefore there was no pt involved.

Manufacturer narrative:
The device was returned to MFR, but has not been reviewed as of the date of this report. A follow up will be made if the investigation requires it.